Manufacturer narrative:
(B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016 patient underwent procedure for percutaneous endoscopic gastrostomy, jejunal (peg j) tube placement. On (B)(6) 2017 the patient started to have redness and drainage at the stoma site. The patient did not have fever. On (B)(6) 2017 the physician started the patient on cephalexin 500 mg four times a day for a stoma infection. The peg j tube remains in place.